Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that the unit was flickering on and off out of standby. It was further reported that this did not happen during a case nor was there pt involvement.